Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. The fsr replaced the front panel assembly and performed the operational verification procedure according to service specifications.

Event description:
The customer reported while using the vela ventilator; the displays touchscreen is nonresponsive. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated due to an issue with the front panel fluid ingress. This issue will be internally investigated within vyaire.